Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer declined troubleshooting. There was no reported impact to blood glucose. Reportedly, the customer reverted to an alternate pump for insulin therapy.